Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with no hardware failure or loosening. Overall fit and alignment of the implant is appropriate. Normal bone quality. No signs of dislocation. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 11 months post implantation due to a dislocation that occurred between the bearing and the liner. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ep-200152, item name act artic e1 hip brg 28x46mm lot # 66140387. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.